Event description:
It was reported that the patient experienced chronic fatigue, shortness of breath, cough, dizziness, and leg swelling. The patient was diagnosed with congestive heart failure. However, it was later discovered that the implantable cardioverter defibrillator (ICD) was inappropriately programmed. The rate-responsive pacing remained disabled, and the atrial lead pacing was inactive, impairing optimal device function. As a result, the device failed to adjust heart rate during exertion, resulting in inadequate cardiac support for over 18 months. Programming interventions were made, and the patient's symptoms improved.